Event description:
It was reported that, "dr was tightening screw into distal stem and it broke. Dr stated that he didn't think the screw was engaged far enough and continued to tighten screw until the breakage occurred. Implant was left in place without screw."